Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h10. The failure analysis and testing dept. Received part number 0012-00-1562 rev. E, sn 1614 ram with a reported unit failure of the fo connector housing being broken. The fat performed a visual inspection and found the part to have a broken connector housing. Confirmed the reported failure but no root cause identified. Retaining the part in the failure analysis and testing department per procedure.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component, investigation conclusions),h10. The getinge field service engineer(fse) that discovered the issue replaced the connector (0012-00-1562) and performed functional and safety checks to specifications.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the getinge field service engineer (gfse) that during an unrelated servicing of the cardiosave intra-aortic balloon pump (iabp), the fiber optic connector was defective. The blue housing from the connector was broken. There was no patient involvement.